Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 17-nov-2016, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse replaced the sample syringe assembly and ran small precision but there was no improvement. The fse also replaced the wash and diluent pump and waste pump, svs 401bf discharge 3way sv,402 bf discard 2 way sv, and 501 sub discharge 3 way sv. It was determined that the analyzer would be replaced. No further action is required by field service. The most probable cause of the reported event was an improper setting of the wash probe z height.

Event description:
On (B)(6) 2016, a customer reported pth low qc recovery with the aia-360 analyzer. The customer is unable to run pth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.